Event description:
Physician was attempting to use the hawkone atherectomy device along with nitrex guidewire during procedure to treat a lesion in right superficial femoral artery (sfa). IFU was followed. It was reported that tip detachment occurred. Severe resistance was felt during withdrawal. The tip did separate at the hinge pin. When removing the hawkone m device they met resistance. It was discovered that they had wire prolapse. Wire prolapse caused embolization. After trying to push and pull the device it eventually would not move anymore. Attempted advancing the wire and pulling back. Nothing would move. Physician attempted to pull device again. The tip sheared off. Physician used a snare and retrieved the tip. No vessel damage. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.